Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy surgical procedure, the curved bipolar dissector instrument had a torn black insulation that covers the cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar dissector instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the reported complaint. Fa found the instrument had insulation damage on the conductor wire at the distal end. The internal wires were exposed as a result. No material was missing as a result of the damage to the yaw pulley. There was no thermal damage observed. Electrical continuity was tested and passed. The root cause is attributed to a component failure. Additional observations not reported by the site: the instrument was found to have a scratch/abrasion to the yaw pulley. The yaw pulley was damaged between the conductor wire and the grip cable grooves. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of this failure is attributed to a component failure. A review of the instrument log for the curved bipolar dissector (part# 471344-16 / lot# n10210202-0031) associated with this event has been performed. Per logs, the curved bipolar dissector instrument was last used in a procedure on (B)(6) 2022 on system (B)(4)for a pulmonary lobectomy procedure. The alleged instrument had 2 uses remaining after the last procedural use. No images or videos were submitted for review. This complaint is being reported due to the following conclusion: it was reported after a da vinci-assisted pulmonary lobectomy surgical procedure, the curved bipolar dissector instrument had a torn black insulation that covers the cable. Failure analysis found the instrument had an exposed conductor wire. A bipolar instrument with damaged/broken conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.